Manufacturer narrative:
The soft canula was torn and measured to be shortened. The tear spanned both internal and external portion of the soft cannula resulting in fluid being unable to flow through the entire fluid path. It is unknown when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone13.3 cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 390 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (abdomen). Treatment information was not provided.